Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078899. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch:30128481.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead revision procedure. It was noted that during the procedure, the physician found out that the clik x MRI anchor eyelets were broken which caused the lead migration. The physician opted to replace the clik anchor. The patient was doing well postoperatively. The explanted device will not be returned by the facility.